Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient reporting a large last drain volume. A review of the patient¿s treatment records identified that the patient drained 4372 ml during drain 4 of the treatment. This drain volume is 194% the patient's largest fill volume of 2257 ml. Upon follow up, the peritoneal dialysis nurse (pdrn) stated that the patient did not experience any symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient is continuing pd therapy without issue on the cycler.